Event description:
Account reports three incidents in which during an IV push medication administation, the flashball adapter separated from the attached k52 stopcock. Reporter stated there was no pt compromise, however, they did not know the amount of narcotic received by the pt.